Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed the power supply was frayed, and wires were exposed. The power extension cable had no visible damages. There was no evidence that the power extension cable was previously sparking. A golden power supply was connected to the unit, and the unit was powered on with no issues observed using the returned power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.